Manufacturer narrative:
H6: continued: health effect - clinical code: 4580 insufficient information, 4582 no clinical signs, symptoms or conditions. Health effect - impact code: 4652 exposures to contaminated device / risk of infection medical device problem code: 2895 contamination /decontamination problem, 4048 failure to clean adequately. Component code: 4761 access port. Type of investigation: 4118 types of investigation not yet determined. Investigation findings: 3233 results pending completion of investigation. Investigation conclusions: 11 conclusions not yet available. Pentax medical pai performed a good faith effort (gfe) to gather additional information regarding this event and received responses from the user facility via email on 15-apr-2025 and 24-apr-2025. - the procedure was therapeutic in nature. - the scope in question was used to complete the procedure. - the patient was not recalled for further screening. - the current status of the patient is unknown. - the object expelled into the stomach of the next patient was identified as a duette multi-band mucosectomy device (cook medical). - product name: duette band / manufacturer: cook / model number: [not provided] - the endoscope was inspected visually before and after use as per IFU, with no damage or abnormalities observed. - no infection assessment or prophylactic antibiotic administration was performed. - follow-up visits, additional examinations, and the patient's current condition are unknown. - there has been no confirmed change in the patient's condition. The investigation is in process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
On 11-apr-2025, pentax medical became aware of an adverse event involving a pentax medical video gastroscope model eg29-i10c, serial number (B)(6) in canada within the pai region. During a procedure using the endoscope, it was reported that a device or foreign matter used in a previous patient came out of the endoscopic treatment channel and fell into the stomach of the current patient. The endoscope concerned had been cleaned after use in the previous patient in accordance with the IFU and was subjected to high-level disinfection (hld) by an automated endoscope reprocessor (aer). Subsequently, the same endoscope was used for the current patient, and when the physician inserted a treatment device into the endoscopic treatment channel, residual foreign matter from the previous patient emerged and dropped into the stomach. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
H6 continued: health effect - clinical code: 2687 foreign body in patient. Health effect - impact code: 4652 exposure to contaminated device/risk of infection. Medical device problem code: 4048 failure to clean adequately, 2895 device contaminated component code: 4761 access port type of investigation: 4110 trend analysis, 3331 analysis of production records, 4111 communication/interviews investigation findings: 4248 usage problem identified investigation conclusions: 4315 cause not established, 19 cause traced to user correction information the date of submission was previously recorded as april 28, 2025, in box b4: initial report. However, the actual submission date was april 27, 2025. Therefore, box b4 has been corrected to reflect the actual submission date of april 27, 2025. This correction was made due to an administrative recording error. Corrected fields: b4: date of this report. G6: follow-up #: 1. H2: type of follow-up: correction. H3: device evaluated by manufacturer. H6: adverse event problem. Additional information d4: primary unique device identifier (UDI). H4: device manufacture date. H11: evaluation summary. Evaluation summary event that occurred is falling off of foreign objects. Based on the investigation, the cause could not be identified. The endoscope was used normally in accordance with the IFU and it was determined that there was no equipment malfunction. Additionally, endoscope cleaning is performed in accordance with the IFU. However, incompatible accessories were used, which may have caused clogging of the forceps channel. Based on the trend analysis, there is no significant increase or upward trend in repair complaints related to this failure mode/hazard. A device history record (DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured at pentax medical miyagi on 03-apr-2024 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions, and the dates of approval for shipment and actual date shipped were confirmed on 09-may-2024. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.